Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 14 months ago. The vessels were moderately tortuous with some calcification. The aortic neck was moderately angulated and distally the limbs were within 1-1.5 cm from the hypogastric arteries. It was reported that the pt was symptomatic and presented with back pain. The stent graft was found to have migrated distally approx 1.5 cm with the presence of a type 1 endoleak just below the renal arteries. A few days later, 2 talent aortic cuffs were implanted proximally and successfully resolved the endoleak. No add'l clinical sequelae were reported.

Manufacturer narrative:
(Required intervention) - eval results: migration, endoleak, angulated aortic neck.